Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Additional information indicated that the high shocking lead impedance was only elevated once. No intervention was performed at this time and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information was received indicating that a copy of the device memory was submitted for analysis. It was indicated that a manual shock impedance testing was performed prior to the detection of the high out of range shocking lead impedance measurements. The shock impedance measurements obtained were greater than 125 ohms in vectors that included the rv coil. Boston scientific technical services (ts) provided troubleshooting options. A local field representative reported that the clinic will evaluate the patient at the next scheduled follow up and will continue to monitor the shock impedance measurements remotely in the meantime. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that commanded shocks were delivered to test the system. Shock impedance measurements were reviewed in different programmed configurations prior to shock delivery. Measurements were noted to be 148 ohms in triad, 169 ohms in coil to coil, 176 ohms in rv coil to can and 96 ohms in ra coil to can. A 1.1 joule shock was then delivered and shock impedance measurements were noted to be 79 ohms. Monitoring will be continued. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that continued high out of range shock impedance measurements were observed. An invasive procedure was performed. Lead to device header connections were verified to be appropriate and the root cause of the reported clinical observations was not determined. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.